Event description:
It was reported that a balloon detachment occurred. The target lesion was located in an unspecified vessel of the left arm. A 8.0 x 100, 75cm mustang balloon catheter was selected to dilate the lesion. While inflating the balloon with the use of a syringe, the balloon broke off. The physician pulled the balloon out and was able to retrieved the piece that broke off. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR:the device was received in two sections as a result of a break in the shaft and a complete balloon circumferential tear. The shaft break was located at 1.1cm proximal to the tip section of the device. The complete balloon circumferential tear was located at 4.5cm distal to the proximal edge of the proximal balloon sleeve. The shaft, distal to the proximal markerband was severely stretched down. This stretching is consistent with excessive tensile force having been applied to the shaft. The distal markerband was missing. It is most likely that the distal markerband detached from the shaft after the severe stretching that evident along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in an unspecified vessel of the left arm. A 8.0 x 100, 75cm mustang¿ balloon catheter was selected to dilate the lesion. While inflating the balloon with the use of a syringe, the balloon broke off. The physician pulled the balloon out and was able to retrieved the piece that broke off. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).